Event description:
The endo gia stapler failed to fire. Another stapler was opened and a blue 60/3.5 load applied. The load had something sticking out of it and it would not fit into 12mm port. Another blue 60/3.5 load had to be opened.